Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call of receiving more insulin after changing infusion set type. Customer reported that basal rates would be changed at appointment with diabetes educator due to low blood glucose. Customer reported that blood glucose were as low as 50 mg/dl and 42 mg/dl and would not have any symptoms until passing out. Customer declined troubleshooting for low blood glucose.